Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test and verify the no delivery alarm due to the motor error alarm. The pump also had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms and a motor error. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.